Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain, cloudy pd effluent and loss of appetite. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient initially began treatment for the peritonitis with ceftazidime, 2 grams, intraperitoneally (ip) and vancomycin, 1.5 grams, ip (frequency was not reported). Four days after the date of onset, the patient was treated with vancomycin (1.5 grams) on the same day, again 3 days later, again 3 days later and again 6 days later (routes were not reported). The outcome of the peritonitis event was not reported. It was reported that post the peritonitis event the patient¿s room was found to be dusty and dirty. As a result, the patient was moved to another room until their room was cleaned and the carpet was pulled up. On an unreported future date, a follow up home visit would be scheduled to take place. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.